Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat #: mac-9988-5056, description: std mitch trh cp sz 50/56, lot code: 60324014, manufacturer: depuy. Cat #: unknown, description: unknown mitch head 54mm, lot code: unknown, manufacturer: depuy. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. A supplemental report will be submitted upon completion of the investigation.

Event description:
Patient had a mitch cup and accolade tmzf stem inserted in 2006. The patient was experiencing pain and a squeaking/grinding noise when walking. Upon x-ray it showed that the stem had shifted inside the mitch cup indicating a trunnion fracture of the stem. During the revision surgery the surgeon found that the accolade tmzf stem had snapped clean at the trunnion and that the actual trunnion before it had snapped had molded down into a thin piece of metal leading it to snap. The patient had a lot of metallosis around the stem/cup. He removed both the cup and stem and replaced with an amplitude dual mobility cup and a zimmer zmr revision stem. Patient was in pain and there was a grinding noise when he walked. On x-ray it appeared that the trunnion of the stem had broken.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade stem was reported. Disassociation between the stem and head was identified following a mar and medical review. The event was confirmed. Method & results: -device evaluation and results: a visual inspection was performed as part of the material analysis report. "The returned device was examined with the aid of a stereo microscope at magnifications up to 50x. The stem trunnion was worn from side-to-side movement against the femoral head component. The wear extended beyond 50% of the trunnion cross section until the remaining section broke off the main body of the stem. The material analysis report concluded: "the trunnion of the accolade stem was worn through over 50% of the cross-sectional area of the trunnion. The remaining portion of the trunnion broke off after the wear reached the observed reduction of cross-sectional area. The wear occurred from side-to-side motion against the femoral head. This was due to the taper lock coming loose between the femoral head and trunnion. No explanation as to why this occurred could be determined. No material or manufacturing defects were observed on the surfaces examined" -medical records received and evaluation: a review of the provided information by a clinical consultant reported that : "- no evidence is available to suggest that device-related factors have played a role as also supported by the mar findings that confirm no material or manufacturing defects were observed on the surfaces examined." "- an unknown but suspected adverse combination of procedure-related factors may have contributed to overload ending in a catastrophic trunnion failure with trunnion fracture and femoral head disassociation requiring revision." -device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. -complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined due to a lack of provided information. Further information such as additional x-rays, patient history, operative notes & follow-up notes are needed to investigate this event further. If additional information becomes available, this investigation will be reopened.

Event description:
Patient had a mitch cup and accolade tmzf stem inserted in 2006. The patient was experiencing pain and a squeaking/grinding noise when walking. Upon x-ray it showed that the stem had shifted inside the mitch cup indicating a trunnion fracture of the stem. During the revision surgery the surgeon found that the accolade tmzf stem had snapped clean at the trunnion and that the actual trunnion before it had snapped had molded down into a thin piece of metal leading it to snap. The patient had a lot of metallosis around the stem/cup. He removed both the cup and stem and replaced with an amplitude dual mobility cup and a zimmer zmr revision stem. Patient was in pain and there was a grinding noise when he walked. On x-ray it appeared that the trunnion of the stem had broken.